Manufacturer narrative:
The pod was returned for evaluation and no issues were noted that would have caused or contributed to the customer's high blood glucose levels. No mechanical failure would have been responsible for high blood glucose's. The cause of the customer's high blood glucose levels is determined to have been from the interruption of insulin delivery due to the cannula "popping out" of the insertion site. No reason was provided as to how the cannula potentially became displaced. Based on the time line provided in the report, it is unk when the cannula became dislodged in relation to when his blood glucose levels began to escalate. The time line shows a six hour period where blood glucose levels continued to rise - it is possible that the customer was not receiving insulin during this period due to the cannula coming loose (though this cannot be confirmed). No conclusion can be drawn. The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." By following user guide instructions, the customer immediately removed and replaced the pod upon noticing that the cannula was not inserted into his skin. A manual insulin injection was also administered at this time. A review of lot qualification records was performed - the lot passed the acceptance criteria.

Event description:
The customer's mother reported that the cannula had "popped out" - this was not realized until at least six hours after the pod was activated. As a result, her son experienced consistently high bg levels; his levels rose from 344 to greater than 500mg/dl over a six hour period until it was noticed that the cannula was not inserted. The pod was immediately removed, a manual insulin injection was administered and a new pod was activated. The pod will be returned for eval.